Manufacturer narrative:
The controller log did not record any system malfunction. Examination of the returned pump confirmed clotting in the pump as the cause of pump stoppage.

Event description:
The pump stopped unexpectedly on the 29th day of support. Immediate actions were unsuccessful in restarting the pump so the pump was replaced and support continued. The patient remained stable on support following pump exchange.